Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the reporter, the pump was delivering morphine and there was another medication, but they did not know the name of it. The patient¿s representative reported that the patient¿s communicator was not charging, and they were unable to take a bolus. The caller stated that they tried to plug it into the ac cord, but nothing happened. A replacement communicator was requested from the repair department because the communicator was not charging.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-dec-2025, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿device is not power on after 1.5 hours¿ and ¿tm90 recharging circuitry is damaged l3¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.